Manufacturer narrative:
In this MDR, bd ds headquarters in (B)(4) has been listed in manufacturer name, city and state and manufacturer site as fukushima is an OEM manufacturing site. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ plate tsa5% sb//levine emb it turns dark purple. No patient impact reported. The following information was provided by the initial reporter: emb turns dark purple.

Manufacturer narrative:
H.6 investigation summary: 252258 lot#2185870. We could confirm this issue as a report from photos. The issue was color variation of levine. No issue in retention sample. No issue in DHR, qc attribute test. Therefore we couldn't clarify the root cause this issue. Color variation of levine doesn't affect growth performance. Since many of the raw materials in ppm are of natural origin, we sometimes observe color variations in qc test. However, in the performance test, we have confirmed that it passed the required growth of bacteria. No trend. We will continue to monitor this issue. H3 other text : see h.10.

Event description:
It was reported that while using bd bbl¿ plate tsa5% sb//levine emb it turns dark purple. No patient impact reported. The following information was provided by the initial reporter: emb turns dark purple.